Event description:
It was reported by service report that the bed had no power when was plugged into the ac outlet and the continuity check of the power cord revealed an open hot wire. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Result code: malfunctioning power cord.